Event description:
The information provided to sjm indicated a 23mm masters series valve was implanted on (B)(6) 2013. Two days following implant, a dual chamber pacemaker was implanted. The valve was explanted on (B)(6) 2014 due to infective endocarditis. The pt did not have a history of endocarditis or any prior dental procedures. The culture results showed enterococcus. The physician believed the endocarditis was not caused by the valve or pacemaker procedures.